Event description:
It was reported that the patient experienced a surging sensation described as stimulation going up and down in strength. About two to three weeks prior to the report the patient started having surging stimulation in paresthesia area (abdomen and back). The surging was random and occurred with his adaptive stim groups and manual group. Surging was not related to movement. The patient also felt surging if she pressed the patient programmer (pp) or implantable neurostimulator recharger (insr) at the pocket site. When she pressed the pp or insr at the in to the pocket stimulation would get stronger and when he took the component away it would get weaker. There was no known accident or incident related to this. The patient did have a couple of falls down the steps but none of them occurred in association with the surging change. The patient felt that her system would intermittently ¿surge¿ by itself and it would surge at times when she placed pressure on her ins with her pp antenna and her insr antenna. She had some recent falls in the past but was not sure if the system had changed around that time or not. The manufacturer¿s representative (rep) checked positions with the clinician programmer the day of the report and noted that upright was showing as ¿transition.¿ the rep. Reoriented the patient and thought it made a difference initially, however a test session with adaptive stim with the clinician programmer with the patient staying in the upright position was performed. When the rep. Stopped the test adaptive stim feature, the patient felt a decrease in stimulation. It was noted the paresthesia pattern hadn¿t changed for the patient. The surging issue was noticed after the patient had their implantable neurostimulator (ins) recovered from an overdischarged event. Impedances were in the normal range except for two electrodes, which were on the 8-15 lead, thought to possibly be 10 and 13, and were greater than 10,000. The manufacturer¿s representative (rep) was unsure if these electrodes were programmed. The rep. Reprogrammed around those two electrodes. Each lead was individually programmed and the patient was asked to run each separately to see if she could determine if the surge might be coming from one lead or the other. She was going to keep a journal and note any time that she felt this ¿surge.¿ the concern about the pocket being the potential source of the surging issue was reviewed. It was noted the patient did have a reduction in her chronic pain but her greatest concern was the ins was ¿surging.¿ imaging was done and both leads appeared to have moved more midline and the left lead was now approximately ½ of a vertebral body lower than it was at implant. No obvious lead fractures were seen and it appeared that the leads were seated in the header properly. The patient continued to feel stimulation in the areas she needed it and was receiving effective therapy, and stated that stimulation did help those areas, but sometimes she would just turn the system off because of the surge that she would sometimes get. The patient stated this all started after having her device was taken out of overdischarge. The patient was going to try a few things to see if the surging continued. She was scheduled to come back for an evaluation of her system on (B)(6).the rep was unsure if this was device related or not. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was supposed to be seen on (B)(6)2015, but she cancelled the appointment. The patient was scheduled for (B)(6) 2015. It was further reported that the patient was not feeling the surge, but still had deep upper left and right quadrant pain. It was noted that the stimulation was in the correct place, but just not covering her pain. The system evaluation remained the same and the health care professional did not have any future plans to change the patient's system.

Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).